Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 54 mg/dl on (B)(6) 2019. The customer took glucose tablets. Customer disconnected the call. Called back customer for troubleshooting but they did not answered so left voicemail for customer to call back to complete troubleshooting. The insulin pump was not returned for analysis.